Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The replacement right ventricular (rv)-left bundle br anch(lbb) lead exhibited loss of capture during implant. The lv lead was capped and replaced. The rv-lbb lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, implanted on (B)(6) 2022. W1tr01 crt-p, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.